Event description:
It was reported that a cartridge alarm occurred during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual correction injection of insulin was delivered to address bg. Customer reverted to an alternate method of insulin therapy.